Manufacturer narrative:
It remains unclear what role, if any, the lava ultimate restoration may have played in this event. Other factors, such as prior tooth history and oral hygiene, may have been contributors to the reported outcome.

Event description:
A dental professional reported the case of a (B)(6) year-old female patient who required root canal treatment on tooth #12. This tooth had a lava ultimate cad/cam restorative for cerec onlay placed on (B)(6) 2013, because the previous resin restoration had decay beneath it. On (B)(6) 2016, it was reported that the root canal was performed and a non-3m crown placed. Records provided by the dental office present conflicting information regarding the need for the root canal. One record indicates that the tooth fractured; another record indicates there was decay reaching down to the nerve was present without any mention of fracture.